Event description:
It was reported the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) while wearing the pod between 37 and 48 hours on the arm. As treatment, the patient was given insulin injections using insulin pens.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The external portion of the soft cannula was observed to be stretched. The timing and cause of the cannula damage could not be determined. As such, it could not be determined if the pod delivered insulin as intended during operation.